Manufacturer narrative:
Summary of event: as reported by a distributor, a fiber resembling a hair was noted in the sealed package of two roadrunner the firm lt hydrophilic wire guides upon arrival to the distribution facility. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the unused complaint devices was also conducted. The complaint devices were returned to cook for investigation. Foreign matter was noted within both packages; on the wire guide spiral holder on the first device, and scuffed along the spiral holder, next to the purple band, on the second device. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control issue contributed to this event. The appropriate personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported by a distributor, a fiber resembling a hair was noted in the sealed package of two roadrunner the firm lt hydrophilic wire guides upon arrival to the distribution facility. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address line 2: (B)(6). Postal code:(B)(6). Phone: +(B)(6). E3: occupation = regulator affairs chief g4: PMA/510(k) number = k182985 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.